Event description:
Prior to a ptca procedure, a compromised sterile package barrier was noticed. During preparation it was noted that the sterile package was opened and appeared not to be sealed. No pt injuries or complications were reported.